Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:30964220 batch#:3264115. It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage. The following information was provided by the initial reporter: rcc received a complaint via email. It was reported to fresenius medical care by a clinical manager via email that fluids are leaking through the barrel of the 10ml syringes when pulling and pushing medications, leading to spills of blood and medication. Complaint#: (B)(4) product:bd 10ml.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: two photos were received by our quality team for evaluation. Upon visual inspection, it was observed red liquid was leaking past the stopper; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause is most likely due to a dent in the cylinder of the syringe which is caused during production. Action was already taken to mitigate the issue in the future. This incident has been added to our database of reported incidents.